Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, it was identified that the downstream tubing guide depth was found out of specification (too narrow). The device was recalibrated to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.